Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat the moderately calcified distal right coronary artery, the trek balloon ruptured at 14 atmospheres. It was also reported that the balloon had not been soaked prior to use, per the device instructions for use. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with contrast visible in the inflation lumen, suggesting that the device was prepared for use. There was also blood visible in the inflation lumen and the loosely-folded balloon, which is consistent with an attempt to pressurize the balloon and a leak or rupture. An attempt was made to pressurize the catheter and fluid leaked from a tear in the guide wire exit notch that extended distally for a length of 1 cm. The tear was through both the inner and outer member material. Further testing was performed to dissect the shaft distal to the damage and then pressurize the balloon to determine if there was a rupture. The balloon was inflated to 14 atmospheres and held pressure without any anomalies noted. Therefore, based on the analysis findings, the reported rupture appears to be a result of the tear in the shaft, which was likely interpreted by the account as a balloon rupture. Factors that may contribute to tears in the shaft at the guide wire exit notch include, but are not limited to, damage during manufacturing, handling of the product during preparation for use, or an interaction with the stylet or the guide wire. In this case, the torn material appeared to be jagged and pushed outward. Damage of this type is consistent with force being applied from the inside of the guide wire lumen to the outside. Based on the direction of the damage to the inner and outer member, it appears that the tearing of the guide wire exit notch may have resulted from an interaction with the stylet or the guide wire. If the catheter was inadvertently mishandled during preparation for use, the stylet or guide wire may have been pulled in the opposite direction of the guide wire exit notch such that it tore as a result, although this cannot be confirmed. It was also reported that the balloon was not soaked prior to using the device. It should be noted that the trek instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the tear in the shaft. Based on the information received and the analysis of the returned product, the reported balloon rupture appears to be related to the tear in the shaft; however, a conclusive cause for the damage to the shaft cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All dilatation catheters are visually inspected for damage and leak tested online during the manufacturing process. Additionally, a sampling of units is also destructively tested to verify catheter shaft integrity, rated burst pressure and balloon integrity.